Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) during implant with a cardiac resynchronization therapy defibrillator (crt-d). As a result, a different crt-d was used to successfully complete the procedure. No additional adverse patient effects were reported.